Event description:
Pt admitted for left partial mastectomy/axillary dissection. About a third of the way through the procedure, it was noted that there was a contained fire in the anesthesia line which was immediately disconnected. Pt was admitted overnight to observe pulmonary status. Pt experienced wheezing and aggravation of asthma.